Manufacturer narrative:
The reported event of a incorrect, bulbous, deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25 mm amplatzer cribriform occluder (aco) was selected for implant. While positioning, the left atrial disc assumed the incorrect form. The device was removed and unsuccessfully deployed ex vivo. The device was exchanged with another 25 mm aco and the device was successfully implanted using the same delivery system. The patient remained hemodynamically stable with no adverse consequences experienced.